Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap detached outside of the patient. Upon translation and review of the returned fiber warranty form, the fiber cap was reported to have detached inside the patient's prostate and retrieved. The fiber was replaced and the procedure was completed using a second surgical fiber. Outcome: "no damages to the patient" - there was no injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap and metal cap are detached and not returned; the outer flow tubing exhibits moderate contamination, likely biologic. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.